Event description:
It was reported that in the operating room after inserting the edwards life science 8fr catheter, the user inflated the balloon for cvp measurement. However, when the user injected saline into the catheter, a leak was found from the cath-gard. As a result, a new kit was opened and used without issue. There was no reported delay. Death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn #(B)(4).